Event description:
Follow-up indicated system was exchanged and case proceeded without incident. No adverse reaction to pt; prognosis reported as good.

Event description:
Reporter noted system went down during surgery: replaced footswitch and still not working. Had system error message.